Event description:
It was reported that: plate removal update 09/06/2017: post-op x-ray showed a screw backing out.

Manufacturer narrative:
Method: risk assessment; result: the plate was confirmed to have a fractured locking mechanism post op via correspondence with the sales representative and revision surgery. The implants were discarded. Manufacturing files were not reviewed because no lot numbers were provided. The patient's bone quality was described as poor but it was reported that fusion was believed to have been achieved. The likely root cause is the patient's poor bone quality.

Event description:
It was reported that: plate removal. Update 09/06/2017: post-op x-ray showed a screw backing out.